Event description:
Shortly after placement of a single-valved ascites shunt for the management of chylous ascites, the patient was found to have a right-sided chylothorax. A venogram showed that the inferior vena cava was perforated and that the tip of the shunt's venous catheter protruded through the perforation, delivering chyle directly into the chest cavity. The chyle was drained, and the shunt position was revised. The perforation in the inferior vena cava sealed spontaneously and the pt and discharged home.